Manufacturer narrative:
(B)(4).

Event description:
Additional information via the patient reported that they met with a manufacturer representative on (B)(6) and the battery was re programmed and it was working okay. On (B)(6), the patient went on a 3 hour drive. Starting that night, after the 3 hour trip, the patient was bed ridden for 2 days. She thought it was because her muscles were overstimulated. The patient had to turn it off and now couldn't move. She wasn't sure if the device was good for patients with fibromyalgia.

Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va0xtn5, implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
The patient reported she had a sudden jolting sensation on the first day she got home from the implant surgery. The device was jolting her with shocks on the left side where her lead was. The patient then changed a program and turned it down and it calmed down. On the first day she was on program 1 at 1.3 volts and she turned it down to 1 v. The next morning her device was off and she alleged the device turned off by itself. When asked if the patient programmer (pp) did not show a lightning bolt indicating it was off the patient said the lightning bolt was not there but later she reported it was showing 0.0 v. On (B)(6) 2015, the patient was on program 3 at 1.1 v. She also had a lot of pain on her right side where her radio pack (implantable neurostimulator (ins)) was and it started hurting on her left side too. The patient reported it felt like a sharp pain, like it was no healing correctly. She could not sit and lay down and she could not get comfortable. The patient turned stimulation down to 0.8 v and changed a program. The pain felt the same whether she turned it up or down. She also tried turning the device off and the pain went away. The patient thought the device was useless and she could not even use it. On (B)(6) 2015, the patient was on program 4 at 0.8 v and the pain was back on her right side. It was noted the ins was on. The patient was concerned about the pain; she had 5 surgeries in the last month and she knew what surgical, stitches, and bruising pain was and she said she should not have any pulsating pain from the box. The patient believed there was a short in her system. It was also reported the patient did not have stimulation in her bicycle seat area; she did not remember when this began. Indication for use was reported as fecal incontinence and gastrointestinal/ pelvic floor. No troubleshooting, actions/interventions, or event resolution was reported regarding this event. Follow up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.